Event description:
The customer reported that the patient expired during a leads off condition and no alarm was heard. The customer wanted to know if the alarm was silenced.

Manufacturer narrative:
Both the hospital biomedical engineer and the philips service engineer tested the device post incident. The central station performed to specifications producing both visual and audible alarms. A leads off event occured during which time the leads-off alert and the absence of the patient rhythm went unnoticed by the staff. There was no allegation that the device malfunctioned. Log files were sent in for review, but since the central station logs do not store information about yellow or inop alarms, it could not be determined where the alarm was subsequently silenced, suspended or not acknowledged by the user. The hospital biomed stated that 'there is no issue with the equipment. The issue involved a leads off condition that the nurse was responsible for". The device remains in use at the customer site.